Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer did not have any symptoms. Customer feel good troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was 332 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treatment was syringe. Customer did not mention air bubbles or leaks. Customer decline reporting bolus wizard programmed accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was bent. The insulin pump did not perform high pressure test. Insulin pump will be returning for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08660 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.